Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the audio bolus button was found to be unresponsive. The audio bolus button cover was removed and the bolus button slug was found to be missing. Unrelated to the complaint, evaluation revealed that the internal clock battery was corroded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.